Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that even after placing an infusion set, the patient's blood glucose levels rose. The home care patient reported that when the infusion set was removed, the plastic cannula, of the infusion set, appeared bent. According to the home care patient, their blood glucose levels rose to 300 mg/dl. The home care patient reported that they administered an insulin injection and changed their infusion site to resolve their high blood glucose. No permanent adverse effects to patient reported.